Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated she was having issues with the device going off and on. Customer was unable to fill the cannula and other issues. Customer stopped using the insulin pump in (B)(6). Issues started in (B)(6). Customer stated her blood glucose was 300 mg/dl when she went to bed by 2 am it was over 600 mg/dl. Gave a bolus and changed the set. Customer stated her doctor saw her insert the set and saw no problems with her technique. The device does not when insulin is not delivered. Customer was having issues with display screen contrast on the bayer meter. The device was stored for an extended period of time so device alarmed unexpected restart. Troubleshooting for alarms was conducted. Customer was advised to monitor the device and call back if any issues persisted. No further information reported.